Event description:
It was reported by a non-medical professional, that the patient underwent an anterior cervical fusion at 3 levels using infuse and cervical plates in 2008. After the procedure, the patient reportedly developed grossly abnormal swelling and difficulty swallowing. The swelling slowly decreased. At about 5 months later, the patient underwent a second surgical procedure for cervical and thoracic fusion, c6-t4. After the procedure, the patient reportedly developed swelling of the trapezes muscle. Prior to surgery, the patient had atrophy of his right arm muscles, and now reports that the arm has not improved, and may have declined further.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.